Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked. The device was filled with normal saline and placed manually before leaking. 600ml of blood was lost before the balloon was placed, and 500ml of blood was lost after the balloon was placed. The leaking device was replaced to achieve hemostasis. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: as reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked. The device was filled with normal saline and placed manually before leaking. 600ml of blood was lost before the balloon was placed, and 500ml of blood was lost after the balloon was placed. The leaking device was replaced to achieve hemostasis. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, and quality control data. The complaint device was returned in the marketing box. A function leak test was performed, and the balloon was confirmed to leak. Examination of the balloon material noted several instrument marks on the balloon material. There was a puncture in the balloon material at one of the instrument marks. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A clinical assessment was completed and noted: based on the information provided for this clinical assessment, the most probable cause of this event is related to user/procedural issues during device placement and/or concomitant device use (metal instruments). Per the device failure analysis visual inspection, it is likely the device came into contact with metal tool(s) prior too or during attempted device placement causing a puncture and leak of the balloon material. The returned device appeared to be damaged by another device of unknown origin, but the customer has reported that the device was placed by hand. A definitive cause of the damage could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.